Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive. No impact to the patient as the issue occurred prior to patient use.